Event description:
It was reported by the customer that the tip of the catheter broke off during use. Inflation media used was a 50/50 mixture of saline and contrast media. The broken pieces were successfully retrieved by using a snare and the patient was discharged in stable condition.

Manufacturer narrative:
We received one fogarty fortis embolectomy catheter for examination. The catheter was returned with the catheter tip broken off at the proximal edge of the proximal windings. The proximal windings have also unraveled. The catheter body was received in a coiled configuration. The catheter body was measured and found to be 10.5cm between the 10cm marker and the catheter tip, indicating the catheter has been stretched. As noted in the product IFU ¿to minimize the risk of vessel damage, balloon rupture or tip detachment, do not apply excessive force". The nominal pull force for this catheter is 5 lbs with a minimum pull force of 2 lbs. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. A supplemental will be forthcoming with investigation and device history results once received.